Manufacturer narrative:
The device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) had exhibited fluctuations in battery voltage and battery longevity measurements for several months. The crt-p was explanted and replaced. No patient complications have been reported as a result of this event.